Event description:
It was reported that the customer started a new reservoir and infusion set and ended up with a leak. Customer was not sure where the leak was coming from, but he thinks it may be the reservoir that is leaking. Customer attempted to fill the reservoir this morning and ended up with insulin leaking out all over the table. Customer wants a replacement reservoir and infusion set. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.